Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer with supplemental information by a physician in (B)(6) of peritonitis coincident with dianeal-n pd4 (dianeal-n pd4 1.5 and 2.5 pd solution) and extraneal viaflex therapies. On (B)(6) 2006, the patient began dianeal-n pd4 (B)(4) (2000ml 2x/day) and extraneal (2000ml 1x/day, intraperitoneally(ip) for renal failure chronic. On an unreported date in (B)(6) 2006, the patient began dianeal-n pd4 (B)(4) (2000ml 1x/day) (ip) for renal failure chronic. The dianeal and extraneal therapies were ongoing. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was from the shortcomings of connecting method of the patient. On an unreported date, treatment of cefmatazon (dose, frequency and duration not reported) was administered. On (B)(6) 20012, the patient was discharged from the hospital. The patient recovered from the event of peritonitis on (B)(6) 2012. Information regarding patient retraining on aseptic connection/disconnection technique has been requested from baxter (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was not requested as this event involved a use error and no allegation of a device malfunction. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported the cause of the peritonitis was due to short comings with the connection method (breach in aseptic technique) by the patient. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause was undetermined. The patient was retrained on proper connect/disconnect method and aseptic technique by the nurse while hospitalized.